Event description:
A physician reported that during the intraocular lens (iol) implant procedure, surgeon has noticed an increased occurrence of lecog associated with his usage of company lenses. Additional information received and stated that the surgeon reported to her that it did not appear to be lecog but a wispy, spiderweb appearance at the capsular edge, that appears to be pulling the lens forward. Patients will be plano at one day po and at one week will be about -0.75. He has had about 3 patients and he has used the yag to remove with no recurrence. His theory is there is fibronectin in the lens that is leaking out.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).